Event description:
Rn was tracing umbilical lines to ensure proper fluids were infusing where they should. Rn found a break in tubing. Tubing was disconnected. New equipment gathered and replaced. FDA safety report ID # (B)(4).